Event description:
Additional information was received indicating the cec assessed the adverse event as casually related to the procedure and possibly related to the study device rist and possibly related to the dapt.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that after a procedure for pipeline vantage implantation via radial approach with a rist catheter the patient experienced hemorrhage at the access site on (B)(6) 2021 to treat a 5mm aneurysm of the left internal carotid artery (ica) c6 segment. The surgeon sutured the radial artery wound. The event resulted in prolonged hospitalization. The patient was discharged on (B)(6) 2021 and the event was noted to be resolved. The site assessment determined the event to be unrelated to the devices, possibly related to the procedure and the anti-platelet medication. Medtronic sponsor assessment determined that, conservatively, the event may have been related to the rist catheter.